Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6); rtg0842358 (rep): it was reported that the connectivity check did not pass for a pain lead during intraoperative testing. Additional information was received from the manufacturer representative (rep) the issue was determined to be related to the configuration set up in the clinician programmer and the issue was resolved. Impedance measurements were conducted and all values were within normal limits.  No patient complications have been reported as a result of this event. See manufacturer report #3004209178-2025-12501.